Event description:
The customer reported that the ortho provue had a barcode misread (B)(4). No error messages were posted. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed labels are not fully adhering to the tube. The fe did a sample camera adjustment. Post adjustment produced consistent reads. The customer stated they will monitor the issue and call back if the issue returns. Repairs have returned the instrument to expected operation. (B)(4).